Event description:
Risk manager (rm) reports during procedure macular tear, a large expansion of the gas bubble occurred, infiltrated into orbit of eye, patient now blind. Rm confirms nitrous oxide was not used. Rm reports gas was mixed with air at 16%, which is an off-label use.